Manufacturer narrative:
We received one 774f75 catheter with attached monoject 1.5cc limited volume syringe and edwards contamination shield for examination. The reported event of "balloon was not inflating" was confirmed. The balloon did not inflate due to a rupture found on the central area of the latex of the balloon. The latex from the rupture appears to be missing; edges do not appear to match. The length of the rupture is 0.097" and the width is 0.045". All through lumens were patent without any leakage or occlusion. No other visible damage was observed from the catheter body. Lot number was not provided, therefore review of the manufacturing records could not be completed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. It is common clinical practice to check balloon integrity by inflating it to the recommended volume in order to detect any asymmetry or leakage condition before use of the catheter. When there is separation of the balloon or fragments from the pulmonary artery catheter, the retained fragment will embolize to the lungs. Due to the large surface area of the pulmonary vasculature, this is generally well tolerated. Pulmonary complications may result from improper inflation technique. To avoid damage to the pulmonary artery and possible balloon rupture, the balloon should not be inflated above the recommended volume. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that that balloon would not inflate before use. There were no patient complications reported.